Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro by the patient's family that the patient had passed away due to complications from a stroke about a year and 10 months after implant. There were no reports of device-related issues from the patient prior to the passing. Nevro had attempted to obtain a medical assessment from the implanting physician but no additional information was available.